Manufacturer narrative:
(B)(4)

Event description:
It was reported that a symptomatic patient presented in clinic during follow-up in backup vvi. The patient received inappropriate hv therapy. Further investigation showed that a device download was successful. The device was explanted and replaced.